Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear dialyzer, the patient experienced an allergic reaction described as "rash like an anaphylactic reaction". It was reported that the patients symptoms improved. No additional information is available.

Manufacturer narrative:
Additional information has been added to b7, h6 and h10. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.